Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. This patient was eight (8) years old at the original time of valve implantation and has a history of truncus arteriosus type I. This event was likely due to patient related factors. Per the instructions for use, the safety and effectiveness of this valve has not been established for children, adolescents, or young adults. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic aortic valve, implanted for 7 years, underwent a valve-in-valve procedure due to bioprosthetic stenosis and regurgitation. The tavr was performed with an edwards transcatheter valve. This case involved a (B)(6) female with a history of truncus arteriosus type I, complete repair with a 12-mm homograft in 2002, redo truncal valve repair with replacement of the rv-to- pa conduit using a 20 mm pulmonary allograft and lpa plasty in 2005, repeat sternotomy and truncal valve replacement with a 21 mm magna valve in 2011, moderate rv-to-pa conduit stenosis s/p 22 mm melody valve in pulmonary position in (B)(6) 2018. Her truncal bioprosthetic valve is now moderate-severe truncal valve stenosis, peak gradient 72 mmhg, mean gradient 42 mmhg with mild regurgitation. She underwent successful tavr without complications. She tolerated the procedure well and was taken to the cicu in stable condition. She was discharged on pod #1.